Manufacturer narrative:
Additional information: section h imdrf annex codes: upon investigation of the actual device used in this incident, it was determined that the station had shown a discrepancy while dispensing the medications. The technical support specialist (tss) reported that the discrepancy occurred because, during the medication issuance process, the nurse mistakenly entered the validation code into the countback field, which was intended for entering the quantity of medication being returned or remaining. This incorrect entry led to a mismatch between the expected and recorded medication count, resulting in a discrepancy. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux station had discrepancy. The customer reported there was an issue occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux station had discrepancy. The customer reported there was an issue occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.